Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was glitching and remained stuck on the loading screen. A field service engineer (fse) found the station application operational. But identified delays during user login, including delayed biometric identifier prompts and server authentication. System memory on relevant drives was verified as sufficient. The fse ran a station application repair and rebooted the system, resulting in improved performance. The case was escalated to technical support specialist (tss) for further investigation. Log review identified a domain controller connectivity issue with tcp port 389 blocked. Hospital information technology (it) was advised to update firewall settings accordingly. The customer later confirmed the station was functioning normally. The system functioned as intended after field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis machine remained stuck on the loading screen when users attempted to log in, and the issue persisted even after the machine was restarted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.